Event description:
Patient presented with a saccular aneurysm. Access and deployment of a 28-16-120bl bifurcated device and a 28-28-95rl suprarenal proximal extension were uneventful. A 12x4 coda balloon was used to post dilate. There was a slight proximal type I endoleak approximately 20mm below the renals on the left side. During post dilatation, the balloon was inadvertently overinflated; 5 minutes later, the patient's bp began to drop slowly. A contrast run showed slight extravasation. A 28-28-75l infrarenal proximal extension was placed inside the suprarenal extension; there was still a slight leak. The patient was converted to open repair. During the open repair, a tear was noted above the renals, extended to the sma, on the posterior wall. A surgical graft was sewn in from the sma down. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted; the balloon was inadvertently overinflated.